Manufacturer narrative:
Upon the customer's request, the repair was cancelled, and the device was returned unrepaired. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
Reporter phone number - (B)(6).

Event description:
Philips received a complaint by the customer on the v60 indicating that there was a failure of the main switch. It was reported there was no patient involvement at the time the issue was discovered. The hospital side replaced the device with another v60. A salesperson checked the device and found that the device powered on by itself. The investigation is ongoing.